Event description:
The customer reported on (B)(6) 2013 at 6:56 am she activated a new pod. She deactivated the pod and noticed the cannula was bent. She stated there was also blood in the cannula. She also mentions that she did not eat anything or give any boluses all day. She was able to activate a new pod and at 3:32 pm her bg was reading 4.1 mmol/l (74 mg/dl).

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.